Event description:
Pt had permanent pacemaker insertion in 2004. Post-op pacemaker not sensing and capturing properly. Pt underwent right ventricular lead revision the next day. Pacemaker now sensing and capturing.